Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in-clinic and upon interrogation a vf episode was present as a result of oversensing. Return to sinus prevented hv therapy from being delivered. Later signals in the episode may be attributed to p-wave oversensing. Capture thresholds had increased.